Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that, two days post-implant, the patient experienced atrial fibrillation and a decrease in blood pressure. The patient received cardioversion and antiarrhythmic medication. Based on the available information, including the occurrence of the event two days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias are a known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient had a history of atrial fibrillation. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after ventricular assist device (vad) implant, the patient experienced atrial fibrillation and a decrease in blood pressure. The patient received cardioversion and antiarrhythmic medication. The vad remains in use. No further patient complications have been reported as a result of this event.